Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. The patient's attorney alleges injuries and revision surgery; however, no details have been provided. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent repair of an periumbilical port site ventral incisional hernia. A bard/davol ventralex mesh was implanted in patient during this repair (hereinafter ¿ventralex¿ or ¿eptfe bard mesh¿). On (B)(6) 2016:the patient underwent surgery to repair a recurrent umbilical hernia. On (B)(6) 2017: the patient underwent additional surgery by to repair a recurrent ventral incisional hernia. The patient continues to experience complications, including but not limited to severe pain, related to the eptfe bard mesh and may require additional surgeries to repair the damage from the eptfe bard mesh. The eptfe bard mesh implanted in patient failed to reasonably perform as intended. The eptfe bard mesh caused serious injury and may necessitate additional invasive surgery to repair the hernia that the eptfe bard mesh was initially implanted to treat. As reported, patient has been injured, sustained past and future, severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective ventralex mesh patch.